Manufacturer narrative:
This report is submitted on november 5, 2020.

Event description:
Per the clinic, the patient initially experienced oedema and inflammation of the implant skin-flap. It was noted soon after that the implant had extruded. An oral antibiotic was administered. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an infection at the implant site (date not reported). This report is submitted on (B)(6) 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 14, 2024.